Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the emergency room after receiving inappropriate therapy, the lead was found to be dislodged. Declined sensing amplitude was observed. The patient had recently fallen in a bathtub. Lead repositioning was attempted but not successful when the helix would not extend. The lead was explanted and replaced. The patient condition is fine.